Event description:
Overdelivery reported. The pump was set to deliver in the continuous mode at 1 mg/hr, with a patient demand setting 1 mg every 10 minutes with no four hour limit specified. No bolus dose was administered by the nurse. The nurse noted that from 7:30 to 10:30, the pump display showed 10ml administered, with the pump history displaying 2 demands made by the patient. During that time period and with 2 demands made by the patient, only 5ml should have been delivered. "The patient's vital signs were stable and the pca pump was changed without any distress to the patient." No further information was available.